Event description:
It was reported that the patient presented in-patient for follow up. During the check, ventricular tachycardia was detected via electrocardiograms. Upon device interrogation, far p-wave over-sensing was noted. X-ray imaging and a computerized tomography scan were performed, revealing a leadless pacemaker dislodgement. The device was retrieved, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of over-sensing was not confirmed. Visual inspection noted outer helix length was within specifications. Further analysis performed, including output verification and sensitivity test showed normal device characteristics without any anomalies contributing to reported event of sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.